Event description:
Hold for kpit was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'you have exceeded the two year life of your battery. Please contact service for replacement' message earlier than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the batteries were replaced in (B)(6) 2021 so he cleared the message and will replace the batteries when appropriate. The batteries passed all testing and no issues were found. The unit operated to the manufacturer's specifications. Per data log analysis, the system log went back to 11mar2022. Since that date, and likely before, the user had been notified 'battery life exceeded'. The log confirmed the complaint and there was no indication that the ccm date was incorrect.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.